Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair, the anchor was found to be broken. The incident was found outside the patient body. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers. There was a visible break between the threads of the anchor. A visual inspection revealed that the device anchor was broken along the threads. There was debris at and around the anchor, indicating that the device was used. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Potential factors include excessive force in handling or insertion, improper preparation of insertion sites, or unintended impact events.